Event description:
It was reported that decreased sensing was observed one day post-implant. Review of x-ray showed a loss of slack. Lead was repositioned and the sensing amplitude stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.